Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no material defects or changes (see attached email). Lot# e-pro4.0-11378 (erkoloc-pro) was manufactured from 10/28/19 and was assigned with 3 years expiration. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the device was not returned for investigation. Root cause a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Customer reported the patient cleaned an maintained the device following the instruction from glidewell. The prescribed devices contained no substance that may potentially allergic to the patient. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev1.0). · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The device is manufactured by prescription not implantable.

Event description:
It was reported the patient had an allergic reaction to the comfort hard/soft splint. It was reported that the patient experienced irritation to the gums causing swelling in the area where the device touched. It is also noted the patient has a nickel allergy. The patient has a history of hypertension and several other allergies: sulfa, morphine sulfate, macrolide, macrobid, levaquin, advair, symbocort, alvesco, boniva, lasix, carvedilol, olmesartan, lanitidine.